Manufacturer narrative:
The customer's report with channel disconnect alarms was confirmed. Physical inspection noted the device to be in good condition. Pump module s/n: (B)(4) was internally inspected; no signs of fluid ingress were discovered. The left (female) iui connector was removed from its housing for further inspection. Using a digital microscope (eq: 103115), contaminants (including particles and threads) could be found on the contact points of the iui connector pins. The left (female) iui connector (p/n: 147078-100) had date code: 07/2015. Analysis of the pcu event log shows that during the time of the event, the following devices were connected to the pcu: channel a (pump module s/n: (B)(4)); channel b (pump module s/n: (B)(4)); channel c (pump module s/n: (B)(4)); and, channel d (syringe module s/n: (B)(4)). Channel a and b were attached to the left side of the pcu; channel c and d were attached to the right side of the pcu. The profile in use was determined to be picu. At the time of the event, channel a and b were in an idle state. Channel c was infusing "...ivf floorstock" (weight = 10 - 14.9kg) at a rate of 40ml/hr. Channel d was infusing "art monitoring line" (drugid=105) from a bd 50ml syringe at a rate of 2ml/hr. On (B)(6) 2016 at 1:28pm, a channel disconnect occurred; both channel c and channel d were disconnected for 6 seconds. Following the channel disconnect, the user programmed both channels to continue infusing as they were, prior to the loss of connection. The root cause for the customer's report with channel disconnect alarms is believed to be the result of iui contamination.

Manufacturer narrative:
The device has been received, however the investigation is not yet complete. A follow up will be sent once the investigation has been completed.

Event description:
The customer reported a "channel disconnected" event during an infusion of maintenance IV fluid while a patient was being transported to the MRI suite. The customer's clinical engineering team tested the devices and determined through replication of the event that it was related to the pc unit right iui connector. Following cleaning of the iui according to the directions for use with 70% isopropyl alcohol, the event could no longer be replicated.